Event description:
It was stated that a persistent air alarm is preventing the pump from starting (¿pre-fill hose¿). The system had been verified to be pre-filled without bubbles. The detector had been cleaned and was visually intact. In addition, when the device was being moved, a rattling sound could be heard inside the housing, which could indicate a loose component. There was no patient involvement.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.